Event description:
The 60-65 units dispensed at a time. Some are very painful, some no medicine will dispense.

Manufacturer narrative:
Evaluation method code was corrected. Sample from customer were received and tested. Defect under complaint was not confirmed.

Event description:
60-65 units dispensed at a time. Some are very painful, some no medicine will dispense.